Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
It was reported the patient had a revision procedure 3 years post-implantation due to screw backing out of the femoral component. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b4, b5, d6, d11, g4, g7. Additional: h1, h2, h10. D11 medical products: vngd ssk psc fmrl stem screw; p/n: 183315, l/n: unk, bmt splined knee stm v2 14x80; p/n: 148304, l/n: 274090, bmt splined knee stm v2 17x120; p/n: 148320, l/n: 461260, vngd ssk psc tib brg 12x79/83; p/n: 183902, l/n: 003130, series a pat std 34 3 peg; p/n: 184766, l/n: 458910, bmt 360 tib tray 83mm; p/n: 185206, l/n: 096930, bmt 360 tib 5.0 offset adapter; p/n: 185211, l/n: 691210, vngd ssk 360 l fem 70mm; p/n: 185286, l/n: 3782952, bmt 360 tib sm cruciate wing; p/n: 185650, l/n: 920110. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: (B)(4). 0001825034 - 2020 - 00249.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: vngd ssk psc fmrl stem screw; p/n: 183315, l/n: unk, kne-vanguard ssk-bearings-unk; p/n: unk, l/n: unk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported a patient underwent a revision procedure due to screw backing out of the femoral component. Attempts have been made and no further information has been provided.